Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with vibratory alert for eri. Previous battery review showed longer battery longevity possibly due to overestimation. The device was explanted and replaced. The patient was stable before, during and after the procedure.